Event description:
New information received notes that the right ventricular lead re-exhibited over-sensing to noise and have led to pacing inhibition. Programming changes were made. The lead was also revised in a procedure on (B)(6) 2023, no further information was provided. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing. No intervention was performed. Patient was stable.